Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Where was the needle grasped (swage, middle, tip)? Can you identify the lot number of j603? How was the needle held during the procedure? Were the needle pieces retrieved during the same procedure? Does the surgeon believe the device remain retained in the patient's tissue? If the piece(s) were retained, where are the located/in what structure? If retained, does the surgeon plan to return the patient to remove the needle? What was the result of the x-ray- was the needle in the patient? What is the current condition of the patient ?

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016 and suture was used. During the procedure, the needle broke in half while suturing the subcuticular layer. The surgeon irrigated and suctioned the area and used x-ray to locate the broken piece of suture. The procedure was completed with another like device. The surgeon opined that the broken piece of the needle is either still inside of the patient or it was sucked out while they were irrigating the area. Additional information has been requested.